Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver did turned on and took the charge. The receiver passed all the relevant tests on functional test station. The receiver download contained no issues related to the complaint.the reported event that the receiver ceased to function could not be confirmed with the returned receiver. The root cause could not be determined.